Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update sep12, 2017. Medical records reviewed. It is indicated the patient received a hemiarthroplasty of the right hip due to displaced femoral neck fracture post fall. Approximately 7 weeks post hemiarthroplasty the patient presented to the ed with right hip pain. Infection workup revealed positive staphylococcus epidermis; the final impression concluded to be prosthetic joint infection. It is also indicated within the medical records that the patient went on to receive a revision of the femoral component and head exchange with incision and debridement and placement of antibiotic beads. Updated 10-4-2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Der states that patient had hemi hip implanted on (B)(6) 2017. Patient started experiencing pain and was brought back to or last (B)(6) 2017 and it was determined that patient had infected hemi hip. The head ball and sleeve were removed and a hip joint washout was performed. The original stem was left implanted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.